Manufacturer narrative:
(B)(6) 2015 12:45 pm (gmt-4:00) added by (B)(6): (B)(4) maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. The device was investigated by a maquet service technician. The reported problem could not be duplicated. The battery pack was replaced as a precaution. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. A supplemental medwatch will be submitted if additional information becomes available. (B)(4)

Event description:
It was reported that while supporting a patient the device switched to battery event though there was no indication that the ac power was interrupted. The device was exchanged for another. No reported patient effect. (B)(4)